Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The instrument recognition pin was stiff and did not move smoothly. The fse replaced the universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. The product has been received; however, failure analysis has not been completed at this time.

Event description:
It was reported that during a da vinci-assisted mediastinal tumor procedure, the universal surgical manipulator (usm) 2 failed to recognize instruments and repeatedly displayed a system error message. The drape was replaced and the system rebooted, the pin remained recessed and did not come out, resulting in conversion to open surgery. The customer stated that the surgery was initially attempted robotically but was not completed using robotic arms (1-3-4 arms) and was converted to open surgery, which the patient tolerated without injury. Ports had been placed prior to the issue being identified. During the procedure, the instrument recognition pin on arm 2 failed to move, preventing instrument recognition. After the intuitive surgical inc (isi) technical support engineer (tse), received the call, the field service engineer (fse) contacted the site by phone; however, by that time the procedure had already been converted to open surgery. No harm to the patient resulted from the malfunction, and no post-operative complications were reported. The patient¿s current status could not be obtained.